Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, while loading a penumbra system 3max reperfusion catheter (3maxc) into a penumbra ace 68 reperfusion catheter (ace68) on the back table, the physician experienced resistance and subsequently, the 3maxc broke near the hub. The damage to the 3maxc occurred prior to use and, therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc and the same ace68.

Manufacturer narrative:
Results: the 3maxc was fractured approximately 50.0 cm from the hub and yield marks were present on both fractured segments. The 3maxc was kinked in multiple locations. Conclusions: evaluation of the returned 3maxc revealed that the catheter was fractured. If the device is forcefully advanced against resistance, damage such as a fracture may occur. The root cause of resistance could not be determined. The ace68 identified in the complaint was not returned to penumbra for evaluation. Further evaluation of the returned 3maxc revealed that the catheter was kinked in multiple locations. These kinks were incidental to the reported issue and likely occurred from packaging the device for returned to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.